Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time frequently needs to be corrected, cause was unknown. No further information was obtained as customer declined further troubleshooting. There was no reported impact to blood glucose.